Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed mixing pump. They had them power device on and read the t4 temperature. Chiller temperature (t4) did not drop below 27 degrees. Stated that there was very little water drained from the chiller tank. Per review of work order notes, discussed this was indicative of a failed mixing pump. Stated they would order and replace the pump locally. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. They had them power device on and read the t4 temperature. Chiller temperature (t4) did not drop below 27 degrees. Stated that there was very little water drained from the chiller tank. Per review of wo notes, discussed this was indicative of a failed mixing pump. Stated they would order and replace the pump locally.

Event description:
It was reported that the arctic sun device was not cooling. They had them power device on and read the t4 temperature. Chiller temperature (t4) did not drop below 27 degrees. Stated that there was very little water drained from the chiller tank. Per review of wo notes, discussed this was indicative of a failed mixing pump. Stated they would order and replace the pump locally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.